Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged battery compartment). Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2 .test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case on corner of belt clip rails, cracked case above arrow and battery icon, missing display window/cover, and cracked battery tube threads. Blank display confirmed due to moisture damage on the pcba 1 and pcba 2. Customer allegation for cosmetic damage(damaged battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.